Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device was received at service center and evaluated. Per service manual operational and diagnostic analysis does not confirm the reported issue of the foot pedal would not hold a battery charge. However, there are broken inserts on the housing of the unit, and repair would require replacement of the housing. Since the housing cannot be replaced this unit is deemed unrepairable. No further testing or repairs on the unit will be conducted, and the unit will be placed into long term hold so that it can be scrapped. The possible root cause for broken inserts on the housing of the unit was due to improper handling issues. A manufacturing record evaluation was performed for the finished device lot number -1511076, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI #: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by the sales rep via phone that the customer stated the vapr vue wireless footswitch would not hold a battery charge. This was noticed during a case and they were able to use a wired pedal to complete the case with no surgical delay or patient harm. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.